Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a crack on the battery tube side, serial number worn at the pump and blank display. The customer reported blood glucose value of 375 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-1884, mmt-332a and mmt-242a. Troubleshooting was not performed for high blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage. Trouble shooting was performed for blank display and issue had resolved after inserting a new battery. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a . No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.